Manufacturer narrative:
Follow-up #1 date of submission 05/15/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings:there was no evidence of moisture within the battery compartment. There was evidence of moisture on the underside of the battery cap. The pump successfully passed a leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack with evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 05/15/2014-correction:a battery compartment crack was not alleged by the reporter.